Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 45 mg/dl. No symptoms related to low blood glucose was reported. Customer did not mention any form of treated for the low blood glucose and no troubleshooting was performed. Customer also reported sensor calibration issues. Customer stated that the she received a calibration not accepted alert drive while calibrating for blood glucose of 75 mg/dl and sensor reading was less than 40 mg/dl. Calibration not accepted troubleshooting was performed and completed. Customer was advised to call back for any further issues. The product was not returned for analysis.